Manufacturer narrative:
The subject scope was returned to the service center for evaluation for possible damage from metal pieces. An test device (ultra thin diameter boroscope) was used to inspect the biopsy channel internally. During the pass, a dark colored, circular shaped foreign material was observed on the channel wall, displayed normal wear, and tear with light scratches. No metal particles or debris was observed. Additionally, the suction channel was inspected and found no anomaly. Additional testing for the auxiliary channel, a syringe filled with fluid was used to inject into the channel. Fluid was able to exit from the distal end port with no foreign debris observed. A review of the scope's history indicates the scope was purchased on april 29, 2015. According to the servicing records, the most recent service event was performed on november 8, 2018 for a static image condition. No history of patient infection or contamination issue for this scope. The cause of the reported event could not be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility reported that the upper button was stuck in the evis exera iii colonovidescope, and could not be removed. Metal was discovered to have been dislodged inside of the patient, and traveled up through the scope. It was initially believed that the metal originated from the button although the physician was able to locate additional pieces of metal inside of the patient from a prior surgery/procedure. No patient injury was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06494. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Pieces of metal within the channel of the endoscope were not confirmed, and as the result of investigation of the device, irregularity of the suction cylinder or the suction valve was not reported. Therefore, the event that pieces of metal dropped within the endoscope¿s channel was not identified. Olympus will continue to monitor the field performance of this device.